Event description:
As reported via the (B)(4) registry, a patient became asystolic and experienced loss of consciousness during the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the right proximal internal artery. There was also chronic total occlusion on the contralateral carotid. The lesion was described as being 15mm in length, mildly calcified and arch type ii. The reference vessel was 5.0 in diameter and no vessel tortuosity. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. There was no air bubbles present. During post dilation with a non-cordis balloon, the patient became asystolic and experienced loss of consciousness. The angioguard had been removed from the patient. The patient was treated with 0.6mg atropine. Per the site, the event was not neurological and was diagnosed as bradycardia and transient hypotension. The event was resolved within 24 hours and the patient had a full recovery with no residual deficit. The post procedure nih stroke scale score was 0 and the stroke scale score was 0. The patient was discharged two days after the index procedure due to the administration of atropine and neo-synephrine. The patient had a good response and she was weaned off with blood pressures in the low 100s. Concomitant medications included clopidogrel at pre-procedure, during the procedure and at discharge. Aspirin was administered at pre-procedure and at discharge. Per the investigator, the event was related to the index procedure and not the cordis devices.

Manufacturer narrative:
Concomitant medications included atropine, neo-synephrine, clopidogrel at pre-procedure, during the procedure and at discharge. Aspirin was administered at pre-procedure and at discharge. Complaint conclusion: as reported via the sapphire registry, this (B)(6) female with a medical history of hyperlipidemia, smoking and hypertension became asystolic and experienced loss of consciousness during the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the right proximal internal artery. There was also chronic total occlusion on the contralateral carotid. The lesion was described as being 15mm in length, mildly calcified and arch type ii. The reference vessel was 5.0 in diameter and no vessel tortuosity. A 6mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket. There was no air bubbles present. During post dilation with a non-cordis balloon, the patient became asystolic and experienced loss of consciousness. The angioguard had been removed from the patient. The patient was treated with 0.6mg atropine. Per the site, the event was not neurological and was diagnosed as bradycardia and transient hypotension. The event was resolved within 24 hours and the patient had a full recovery with no residual deficit. The post procedure nih stroke scale score was 0 and the stroke scale score was 0. The patient was discharged two days after the index procedure due to the administration of atropine and neo-synephrine. The patient had a good response and she was weaned off with blood pressures in the low 100s. Concomitant medications included clopidogrel at pre-procedure, during the procedure and at discharge. Aspirin was administered at pre-procedure and at discharge. Per the investigator, the event was related to the index procedure and not the cordis devices. The devices remains implanted therefore it is not available for analysis. A review of the manufacturing documentation associated with precise lot number presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken.